Event description:
Complainant alleged that while attempting to monitor pt, the device displayed a "defib disabled" message. Complainant indicated that the clinincian was able to obtain another device to continue treating the pt.complainant indicated that there was no adverse effect to the pt due to the reported malfunction.